Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the additional information above does not change the evaluation codes reported on the initial MFR. Report.

Manufacturer narrative:
Results: the ruby coil pusher assembly was not returned for evaluation. The introducer sheath was bent in multiple locations throughout its length. The embolization coil was detached from the pusher assembly within the introducer sheath. Conclusions: evaluation of the first ruby coil revealed the pusher assembly was not returned and the embolization coil was detached. Since the pusher assembly was not returned, the root cause of the pusher assembly becoming kinked could not be determined. Evaluation of the second ruby coil revealed the stretch resistant (sr) wire was fractured and the embolization coil was detached. This type of damage typically occurs due to forcefully withdrawing the ruby coil against resistance. Further evaluation revealed that the pusher assembly of the second ruby coil and the introducer sheaths of both devices were damaged throughout their lengths. This damage was likely due to return packaging conditions, as both ruby coils were folded and entangled within the specimen bag. Ruby coils are 100% functionally evaluated during in-process inspection. This report is associated with MFR report number: 3005168196-2016-00055.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician successfully deployed and detached a pod4 coil, a pod6 coil and two ruby coils into the aneurysm using a lantern microcatheter (lantern). While advancing a new a ruby coil through the lantern, the ruby coil pusher assembly became kinked and the coil was removed. While advancing a new ruby coil out of the lantern and into the aneurysm, the ruby coil slipped back into its guide catheter and became lodged into the guide catheter. The physician attempted to remove the ruby coil; however, it unintentionally detached inside the lantern. The physician removed the lantern and the ruby coil was left inside the guide catheter. As the physician started pulling the ruby coil out from the proximal end, it started to unravel a bit but then the rest of the coil came out intact. The physician performed an angiogram and confirmed that the target vessel embolized as intended. The procedure was completed and there was no report of an adverse effect to the patient.